Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v556156, implanted: (B)(6) 2011, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot # v556156, implanted: (B)(6) 2011, product type lead; product ID 37085-60, serial # (B)(6), implanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
A manufacturing representative (rep) reported that the implantable neurostimulator (ins) was eroding through the skin and the device ruptured the skin. The area of concern was the ins. There were no signs or symptoms of infection. The infection markers were fine and they were going to treat with antibiotics. The patient was seen at the healthcare provider (hcp) office today. The patient was going into surgery on the day of the report to remove the ins and implant a new ins. It was noted that the patient's relevant medical history includes parkinson¿s dual and movement disorders. The rep later reported that the ins was replaced and there was no infection noted. It had eroded through the skin.